Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass, the device fired appropriately for a couple of times but became jammed and unusable. The needle broke in half when they tried to removed device. A second device was opened to complete the case. There was no patient injury.